Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in the common femoral artery using perclose proglide devices. Reportedly, after the device was inserted into the vessel through a 6-french sized access site, attempts were made to deploy the sutures of two proglides devices, but both devices had a needle-to-cuff miss. When the needle plunger of both devices was removed, no suture was present on the needles. Two additional proglide devices were sequentially deployed 60 degrees opposite in orientation and set to the side. The access site was dilated to 20-french to match the outer diameter of the delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device, referenced is being filed under a separate medwatch manufacturer report number.